Manufacturer narrative:
The reported issue was confirmed only by hospital technician, philips service was not required by customer, no evaluation was performed by philips.

Event description:
It was reported to philips that the device cannot be turned on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.